Event description:
Customer stated the battery on her insulin pump would go out. She stated she was instructed to press act but the issue persists. The customer also reported a crack on her insulin pump's screen. The customer stated the crack made it hard for her to read the insulin pump's screen. The customer was advised to have her insulin pump replaced. Customer's blood glucose was 187 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.